Manufacturer narrative:
D4. Lot # & expiration date - correction - information was not included in initial MDR. H4. Device manufacture date - correction - manufacture date was not included in initial MDR. H6. Adverse event problem, type of investigation - correction - b14 coded was not included in initial MDR as DHR was not available to be review prior to submission.

Event description:
Patient was reported to have high impedance observed. Per the physician, the high impedance is due to lead fibrosis. The impedance was reported to have continually increased over time. The patient is now unable to be programmed to 3.5ma due to the impedance level. Patient has been referred for surgery. No surgery has occurred to date. No additional relevant information has been received to date.